Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. One opened sample was returned from the customer for review. A visual inspection was performed on the returned product, and it was found that the pincer was flattened, inhibiting it from properly obtaining a sample. The complaint was confirmed. There are stringent computer and photographic inspections that ensure the pincer is not deformed during the manufacturing process. When the device is cocked, the pincer comes out of its window and becomes exposed to the tissues and structures present during the operation. It is also possible that the needle set was inserted into tissue that was too hard for the sensitive pincer, pushing it flat. Since the most likely cause for the damaged needles is not related to a manufacturing issue, no corrective action can be implemented at this time. Additional information provided in d.9., h.3., h.6. And h.11.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Two dry punctures despite correct handling. Then change to another needle and remove a biopsy cylinder without complications. This has happened several times now. A second or third puncture can lead to bleeding, pain or even a pneumothorax. This is because parenchymal biopsy is performed without a needle. In the worst case, a second biopsy may be necessary if not enough material is obtained.